Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment during an unknown procedure at an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a procedure performed on (B)(6) 2025. The anatomy location was not specified. It was reported that the distal end of the clip device detached. The procedure was completed using a different clip device. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment during an unknown procedure at an unknown anatomy location. Block h11: investigation results the returned resolution 360 ultra clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly attached and was able to perform a full deployment without any issues and the control wire was kinked. Microscopic examination was performed, and it was found evidence of full deployment with the clip assembly attached and was able to perform a full deployment without any issues and the control wire was kinked. No other problems with the device were noted. The reported event of clip premature deployment was not confirmed. Investigation found that the device was returned the clip assembly returned attached and was able to perform a full deployment without any issues. However, during product analysis, it was found that the control wire was kinked, it is possible that the failures found in the device occurred due to procedural factors such as excess of force or the manner as the device was handled and manipulated. Excessive manipulation of the device without enough care could have induced the defects found. Therefore, the most probable cause is "device problem excluded". Labeling review: review of the instructions for use (IFU) contains detailed device information and instructions for the device use. There is no evidence the device was improperly used per the IFU, and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Device history records review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Risk review: a risk review was completed and confirmed that the event of "clip premature deployment" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
Procedure summary: it was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a procedure performed on (B)(6) 2025. The anatomy location was not specified. Event summary: it was reported that the distal end of the clip device detached. The procedure was completed using a different clip device. Patient status: there were no patient complications have been reported as a result of this event. No further information has been obtained despite good-faith efforts.